Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2021. Confirmation testing using a different brand of antigen test was performed on (B)(6) 2022 and generated positive results. The consumer was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Please see updates: b4, g3, g6, h2 and h6. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 167540 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 167540 and device part number 195-430h / lot 154835. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 167540 showed that the complaint rate is 0.001%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.